Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
On (B)(6) 2018, the patient was implanted with a long gamma. On (B)(6) 2018, three months after surgery, two distal lateral screws were back out, and the bone of the trochanter was a false joint. As the doctor's comment, the patient had a wide medullary cavity and the bones quality were poor. There was a possibility that the reduction was insufficient.